Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication spill in main matrix 5. A field service engineer (fse) replaced controllers and solenoid. It tested ok in hardware test application. Fse then rebooted, updated firmware and configured drawers 5&6. Customer tested and verified resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. However, there was no delay in dispensing the medication and no adverse events or injuries reported based on this event.